Event description:
The console had been charged. During the night, the battery alarm rang and the console stopped. And the console has never worked again even with ac power. No patient incidence. The customer had a back-up device.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the problem was noticed immediately after the pump stopped, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.